Event description:
The device was used during a video assisted thoracic surgery wedge resection procedure. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.